Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with approximately 300 units of insulin, and remained static at 105 units. At the time of the reported event, the insulin gauge was trending downwards and was at 55 units. The customer's blood glucose level ranged from 120-130 mg/dl. The customer declined to perform troubleshooting with tandem technical support and reported that a new cartridge was loaded. During a follow-up call on (B)(6) 2017, the customer reported that the fill estimate was accurate and that issue had been resolved.